Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and inappropriate mode switch caused by fractured on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in unknown condition.

Event description:
New information noted that the ra lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Correction and additional information: b5, d6b, h6 b5 should have been right atrial lead not right ventricle.

Event description:
New information noted that the lead was not explanted.

Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed but the reported event of ¿lead fracture from abbott's suture sleeve¿ was not confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 9.5 ¿ 9.7 cm from the connector pin (connector pin/distal tip). The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.